Event description:
Zenith endovascular graft was implanted in 2004. Following the procedure, the patient had returned to physician complaining of back pain. The pain and symptom had been treated with pain killers for approximately three weeks. Consideration was given to having a MRI performed, but the patient was referred to the endovascular surgeon for an examination. Patient was immediately sent to or and an angiogram revealed that the left leg graft had completely kinked off. A stent was deployed inside the implanted leg graft to resolve the complication and return flow through the graft. During the angiogram, a great deal of thrombus and clot within the graft was detected. It was apparent that the thrombus was lining the entire main body graft. To prevent the thrombus from entering the renal arteries, another manufacturer's proximal extension was placed at the sealing stent of the zenith main body graft. Angiogram also noted that the thrombus had occluded the left internal iliac artery, and an ileus had formed since graft placement. When attempting to remove some of the thrombus within the graft, a significant amount of the clot entered into the right iliac. Pressure gradient drops were noted, and right iliac artery became occluded.physician performed a fem-fem bypass, to restore blood flow to the right leg. Procedure was concluded.